Manufacturer narrative:
Corrected: brand name. Catalog #/lot #. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2011-02587 is a duplicate report of 1818910-2010-07031. 1818910-2011-02587 will be rejected. 1818910-2010-07031 will be kept for investigation purposes.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr implants. This claim is a duplicate of (B)(4) ((B)(4)) and has been recreated to void.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.